Manufacturer narrative:
Due to character limit in the e1 section the full event sitename is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, poor looking rounded arterial waveform with no sharp v. User was able to get a good blood return and flush the catheter on standby for 15-20 seconds. The esp personnel reviewed what the IFU states with regard to maintaining the patency of the inner lumen and vamp use. And encouraged her to continue to flush the line a few more times, on standby for 15 seconds over the next few hours. The patient did have a radial line, and we took a look at that however, it was not optimal. I recommended she confirm the tip of the catheter was in the second or third intercostal space on the morning cxr that was just done. The esp personnel also then recommended she replace the ECG patches, move them to the left anterior chest and apply doppler gel to the back of them for improved conduction. This troubleshooting was successful. User was appreciative of support. No harm or injury reported.